Event description:
Report rec'd from facility that pt was in the emergency room at approx 6:00 p.m. 10/23/98, due to drug infusion balloon "bursted". Pt was discharged for home care and two subsequent drug infusion balloons from the same lot "leaked". Pt was hospitalized a second time. Reconnected using ambulatory infusion pump and pt to be re-evaluated 10/26/98 at 2pm, with primary pain physician.